Event description:
It was reported that during a coronary stent procedure, the physician encountered deflation diffculties. A 3.5 mm x 12 mm stent had been successfully deployed in the distal lesion. The 4.0 mm x 12 mm was placed proximally and deployed at 19 atm's (rbp=18 atm's), however, the balloon appeared to have dog boned. The stent was deployed at 12 atm's and the balloon would not deflate. The balloon was removed fully inflated as a unit with the guide catheter. No patient injuries or complications occurred.